Event description:
Filterwire ex embolic protection system experienced difficulty during insertion into introducer sheath and, when advanced, could not cross intended vessel lesion and obtuse marginal vein graft. The filterwire's floppy tip was bent. The device was removed and the floppy tip was straightened. The device was re-inserted into the patient (a second filter wire system was not available at the hospital). The device crossed the target lesion site with some difficulty. The filterwire's floppy tip separated between the device's nose cone and the wire transition to the floppy tip. The physician implanted a stent over the floppy tip securing it's position against the vessel wall. Clinical sequelae resulted from the device failure.